Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the skin around the ipg was very thin. The patient underwent an ipg explant procedure. The explanted ipg was not returned.